Event description:
It was reported that the patient's implantable pulse generator (ipg) had migrated causing pain. It was also stated that the patients ipg was no longer holding a charge. The patients ipg was replaced with an MRI compatible device and that the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.